Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the reload was connected to the adapter, but it could not be recognized. Also, it did not illuminate green and the green button could not be press after the vascular approach. When it was pressed, an abnormal sound was heard. It was the same no matter how many times it was tried, so the reload was changed to resolve the problem. There was no patient injury.